Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) was returned to zoll and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. It was reported that the patient's brother found the patient at his house on the floor in his room. The patient was reportedly sweating and was disoriented and "talking crazy" prior to passing. The patient reportedly stopped breathing and ems was called. Resuscitation attempts were made on the patient and he was transported to the hospital. It was reported that the patient was treated by the lifevest prior to passing. Review of the patient's download data revealed that the patient was inappropriately treated 6 times on the day of passing. At 11:08:01 am, the patient was inappropriately treated by the lifevest. The patient's rhythm at the time of the treatment was obscured by CPR artifact. The post-shock rhythm was asystole with CPR artifact. At 11:09:38 am, the patient was treated for a second time. The patient's rhythm at the time of the treatment was asystole with CPR artifact. The post-shock rhythm was an idioventricular rhythm at 20 bpm. At 11:17:13 am, the patient received the third treatment. The patient's rhythm was obscured by CPR artifact at the time of the treatment. The post-shock rhythm was asystole with CPR and motion artifact. At 11:19:45 am, a 124 joule treatment was delivered to the patient. The patient's rhythm at the time of the treatment was obscured by CPR and motion artifact. The post-shock rhythm was also obscured by CPR and motion artifact. The 124 joule pule was due to voltage bias from electrode and therapy pad placement and interference. At 11:20:22 am a fifth treatment was delivered. The patient's rhythm at the time of the treatment and post-shock was obscured by CPR and motion artifact. At 11:20:54 am the sixth treatment was delivered. The patient's rhythm at the time of the treatment and post-shock was obscured by CPR and motion artifact. At 11:20:56 am, the electrode belt was disconnected. The patient reportedly passed away at the hospital. The response buttons were not pressed during the event. CPR and motion artifact contributed to the false detection.